Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419688, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex: date of birth . If information is provided in the future, a supplemental report will be issued.